Event description:
It was reported that the site implied the accuracy was off by about an inch or inch and a half (over 25 mm).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version: (B)(6), h3: a medtronic representative went to the site to test the equipment. There were no issues noted and the system functioned as intended. H6: codes b01, c19, and d14 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy during a t4-t12 case when using 2 reference frames. For the first and second spins with the imaging system, when the site held the instrument on the bone, the software showed it on the skin. They took another spin, but have not used that image yet. When attempting to take another spin, the imaging system displayed "registering to navigation" and "3d disconnected". The navigation system temporarily displayed a "motion detected" message before disappearing. For the 4th spin, they brought in another imaging system, but there was another alleged inaccuracy in the lateral direction. The site was unsure of the amount of inaccuracy each was. They did not believe the frames were moved, but reported that the patientwas sporadically breathing on their own during the case. The site later performed a system checkout with a navigated spin with both imaging systems and was unable to replicate the issue. It was suspected that the site pulled the wrong image causing it to appear inaccurate. There was a surgical delay of over 1 hour. There was no impact on patient outcome.